Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was hot to touch and running too hot. The patient was told to immediately unplug the remote monitor. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model#: 24952a, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed a defective lcd (liquid crystal display) module; verify with kgu lcd module, remote monitor was able to display properly. If information is provided in the future, a supplemental report will be issued.

Event description:
The remote monitor was replaced and returned.